Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 425cc saline prosthesis. Right deflation was observed post procedure, as it the breast had shrank. As a result, the device was replaced with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018. The prosthesis was filled to 475ccs. There were no procedural complications.

Manufacturer narrative:
On 9/30/2018, mentor became aware that there was straw colored fluid within the implant and the pocket, and the capsule was mildly thick. A capsulotomy was performed on inferior medial and inferolateral aspect of the left breast capsule. There was no report of testing of the straw colored fluid reported. Device investigation summary: upon receipt by mentor, the device contained no fluid. White and yellow material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. A rent was discovered within one of the creases on the posterior view measuring approximately 0.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).